Manufacturer narrative:
(B)(4) date sent: 6/01/2026 d4: batch #682d13. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a98m5j, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 682d13, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the ech45s stapler was successfully loaded and fired four times. Upon attempting to load the stapler for a fifth firing, the reload would not fit or snap into place. A different reload was attempted but also would not load properly, confirming that the issue was with the stapler itself. A second ech45s stapler was opened. Once again, after 4 successful firings, the fifth reload for the second stapler would not load properly. The medical staff repeated the trouble shooting step of attempting a new reload, which was also unsuccessful. A third ech45s stapler was opened to complete the final 2-3 firings for the procedure. The first two ech45s staplers involved in the event are from the same lot. Procedure was delayed by 20 minutes due to the reported event. No patient consequence reported. No additional information provided.